Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined production & quality testing of the attachment was not performed as the device was not in working condition. The attachment came in with the bur still remained in the attachment chuck. The cap was missing as received. The head looked good with only few minor dents. There were still remains of loctite on the head threads. Attachment was sent to sycotec for further evaluation. Results from sycotec stated: the head and head threads shows damage and deformation. The teeth of the drive shaft shows traces of wear. The inner and outer ball bearing ring and also the balls shows traces of wear too. The surface of the pressure piece shows inlet traces, this is a sign that the push button and the pressure piece had contact while running.